Event description:
It was reported by the audiologist, that the pt's mother stated on (B)(6) 2012 that the child was not able to hear very well with his ci. Tests done by the audiologist on the same day confirmed, that the hearing performance is not as good as it used to be. Further, channel 11 was detected to be in status hi. The external parts were checked. Another testing in situ, carried out on (B)(6) 2012, showed channels 11 and 12 in status hi. Channel 9, which was in status hi last year, shows ok now. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.